Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.